Manufacturer narrative:
Updated data: b5. Corrected data: b1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the left transfemoral access site was used and a pre-implant balloon aortic valvuloplasty (bav) was not performed. A non-medtronic guidewire was used for the procedure. The valve was implanted in the patient¿s native annulus using cuspal overlap technique. The training guidance for slow deployment of the valve was followed. Prior to slowly with drawing the dcs, the nose cone was centered within the valve frame inflow by slightly retracting the guidewire. The dcs was not twisted or torqued during deployment. Per the physician, the nose cone caught on the frame inflow of the valve, causing the valve to dislodge. Patient anatomy was not a contributing factor to the dislodge. No additional adverse patient effects were reported.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the implant depth on the non-coronary cusp (ncc) was 3 millimeter (mm) and 3 mm on the left coronary cusp (lcc). It was reported the valve dislodged due to the delivery catheter system (dcs) interaction. After the valve dislodged, the implant depth was approximately 10 mm on the ncc and 10 mm on the lcc and noted to be well above the annulus. Subsequently a second valve was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx valve; product ID evolutfx-29 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2024. Brand name evolut fx valve; product ID evolutfx-29 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2024. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.